Event description:
Balloon rupture reported. A pulmonary artery catheter was inserted into a pt prior to an operating room procedure. The balloon was checked and found to be intact before insertion into the sheath. It is unk whether the balloon was checked after insertion through the sheath. When the catheter was inserted into the pt, the practitioner attempted to float it, but was unable to, and stated that the balloon had broken. The catheter was removed and replaced. No documentation of verification of balloon rupture was made after removal of the catheter. No incident report was filed; therefore, it is believed that no pt harm occurred. No further info was available.